Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead, which led to the delivery of inappropriate high voltage therapy. The lead was revised and replaced in order to resolve the event. The patient was stable and there were no adverse consequences.